Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7375206) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's left eye developed a "z formation" from capsule fibrosis 2 to 3 months post implant. The lens was explanted from the patient's left eye after unsuccessful rotation attempt and another lens of same model was implanted successfully. According to the surgeon, capsular fibrosis acting on a flexible lens was the likely cause of the event. The prognosis was reported as "good".